Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) episodes and intermittent pacing were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable and not pacer-dependent.